Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported complaint, "the instrument tips would not open." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. However, the instrument was found to have thermal damage on the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the instrument tips would not open. The instrument was reseated and used. The procedure was completed with no reported injury.